Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump date and time was incorrect, cause was unknown. Reportedly, the was issue resolved and the customer declined further troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.